Event description:
Clinic notes were received for the vns patient¿s office visit with her neurologist on (B)(6) 2014. The notes indicate that the patient had been experiencing an increase in seizures. The patient reported two recent seizures prior to the office visit. The patient noted that she was recently in an altercation which involved her being choked around the neck. Since the altercation, the patient had been experiencing discomfort at her lead site. At the office visit, the patient¿s device was interrogated and no device issues were noted. The neurologist referred the patient for surgery but no known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Information received from the provider indicates that the patient was last seen on (B)(6) 2014 and device function, including lead impedance, was deemed to be normal at that time. The provider indicated that on that date he modified the vns output settings as a result of the patient's reported symptoms and that this programming intervention was undertaken to preclude a serious injury. He indicated that the output current was decreased from 1.75ma to 1.50ma and that magnet mode pulse width was increased from 250usec to 500 usec. The provider indicated that they asked the patient to have the vns generator replaced but the patient has missed or cancelled all follow-up appointments since (B)(6) 2014.

Manufacturer narrative:
.

Event description:
Additional information received from the patient indicates that she has had a number of physical altercations over the past 6 or 7 months and since then has had an issue with her vns system. The patient stated that swiping her magnet "chokes (her) out to the point where I can't breathe," and she stated, "I know something is wrong with the lead and my problems have gotten worse." Attempts for additional relevant information have not been successful. No known surgical interventions have occurred to date.